Manufacturer narrative:
(B)(4).

Event description:
Information from a healthcare provider (hcp) reported that the implantable neurostimulator (ins) therapy never worked well and that the device never worked since the implant date in 1990. In 1991, the device was programmed to the lowest possible setting as it could not be turned off. In (B)(6) 2015, the patient experienced a gradual change in symptoms including pain, spasms, and "clutching" where the ins was implanted. The pain occurred more when the patient was flexing than extending; it was related to positional movement. There were no falls or traumas related to this issue. The patient felt more spasm or "clutching" every couple minutes at the ins pocket. Further troubleshooting could not be performed due to lack of access to the product. The patient had never had the ins assessed since it was programmed to the lowest setting. It was suggested that the ins needs further investigation and interrogation from the clinician programmer. Information regarding the troubleshooting performed and results was requested. A follow-up report will be sent if additional information is received.